Manufacturer narrative:
Evaluation summary: evaluation completed and the customer's reported condition of the failure code 570:320 was confirmed. 2-year review of the complaint history reveals no other reports have been received for this serial number for the reported issue.

Event description:
The device was returned for service with a report of a failure code 570:320. Information was not provided regarding whether or not the device was in patient use when the event occurred. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional information available.